Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had passed the functional testing including, prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery tests. No excessive no delivery alarmed noted. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near the display window corners noted during visual inspection.

Event description:
Customer reported via phone, he was hospitalized due to high blood glucose of 490 mg/dl. Customer stated the cause of the hospitalization was, the insulin pump alarmed no delivery. Customer was still wearing the device at the hospital. Customer returned the insulin pump for further analysis.